Manufacturer narrative:
.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge error message while attempting to load a new cartridge. The customers blood glucose (bg) level was reported to be 212 mg/dl. During troubleshooting with tandem technical support, the customer was able to load a different cartridge successfully.